Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The patient's blood glucose level was unknown at the time of the call. The customer stated that they could not get passed the priming phase. The customer mentioned that the drive support cap is protruded out. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked display window at all four corners, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken belt clip slot.